Event description:
Medtronic received information that this bioprosthetic valve was explanted after four years of service due to calcification of the valve. No additional information was immediately available. The valve was returned for laboratory analysis, and there were no adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the outflow. Moderate tears were observed on the tunica of the non-coronary and left cusps that appeared to have occurred during explant with the removal of host tissue. The free margins of the non-coronary and left cusps appeared adhered to the host tissue on the outflow. All commissures appeared intact. A remnant of glistening off-white pannus remained attached to the sewing ring on the inflow extending to the left right inferior coaptive area and 1 to 3.5 mm onto the left and right cusps showing possible evidence of a reduced inflow orifice area. A trace of pannus remained attached to the tunica of the non-coronary cusp approximately 3.5 mm from the inflow margin of attachment. Pannus remained attached to the top of the right non-coronary stent post extending to the commissural area, partially covering the top of the commissure and free margins. An unknown amount of pannus appeared to have been removed on the inflow during explant. Tan thrombotic appearing host tissue filled and stiffened all the leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis performed, it was concluded reduced performance of the valve was attributed to thrombus. This finding is generally considered a patient related condition. Although pannus may have been a contributing factor in the performance of this valve, the root cause of any function loss of the valve appeared to be thrombus. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis/conclusion: device history review could not be performed, as no serial number was provided; however, has been requested along with the product return. Without the return of the product, no definitive conclusion can be made regarding the clinical observation at this time. Should the product be returned or additional information received, a follow-up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted after four years of service due to calcification of the valve. Additional information has been requested, but not received at this time. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.